Manufacturer narrative:
Date of birth:(B)(6) 1953, age at time of event: (B)(6). Sex: male. Device available for evaluation? Yes, returned to manufacturer on 3/27/2017. First name: (B)(6). Device returned to manufacturer? Yes. Device evaluation: the returned device was evaluated. The plunger was locked as required. There was no assembly and/or molding issue. An insufficient amount of viscoelastic inside the cartridge was observed. Inspection at 10x microscope magnification was performed. A part of the lens was observed stuck at cartridge tip and in the push rod (override). The cartridge tip was observed broken. The piece of lens was removed from the cartridge. The lens was torn (part of the optic and one haptic). The haptic was observed rounded. Based on the visual inspection result, the reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. If implanted, give date: na (not applicable) lens was removed and replaced during the same surgery. If explanted, give date: na (not applicable) lens was removed and replaced during the same surgery. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lenses (iols) sprung out of the cartridge during implantation. Reportedly, the lens made contact with the eye and the lens ruptured the capsular bag. No vitrectomy was required; however, it was reported that the wound was enlarged (lens opened) and a suture was required for closure. The replacement lens was successfully implanted. It was further reported that the technician involved in the case required additional training in how to properly use the preloaded series of lenses. Additional training was performed for all the technicians at the surgery site. No further information was provided.